Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead experienced loss of capture for 2 beats. Thresholds are a bit high but the patient has had some other medical issues that may be affecting thresholds. The patient does not v pace but does atrial pace so the physician may want to just monitor for now. Boston scientific technical services (ts) discussed potential micro dislodgement of the rv lead. The physician will make sure a field representative is present at the next follow up. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.